Manufacturer narrative:
Door winch assembly was returned to manufacturer. Analysis of the part could not confirm any failure as it passed visual inspection. It was tested on a test cart. Assembly functioned as expected. No problem found.

Manufacturer narrative:
Door winch assembly was returned to manufacturer. Analysis of the part could not confirm any failure as it passed visual inspection. It was tested on a test cart. Assembly functioned as expected. No problem found.

Manufacturer narrative:
Door winch assembly was returned to manufacturer. Analysis of the part could not confirm any failure as it passed visual inspection. It was tested on a test cart. Assembly functioned as expected. No problem found.

Manufacturer narrative:
Door winch assembly was returned to manufacturer. Analysis of the part could not confirm any failure as it passed visual inspection. It was tested on a test cart. Assembly functioned as expected. No problem found.

Event description:
A medtronic representative reported that during a procedure, the imaging system began emitting smoke. The system was removed from the operating room because of this issue and the the procedure was rescheduled to a later date. The patient was reportedly under anesthesia, but there was no report of an incision having been made. No adverse effect on the patient has been reported.